Event description:
Analysis of the returned lead, generator, and torque wrenches has been completed. The entire lead was not returned. The connector portion appeared to have been torn into two pieces. No other anomalies were observed with the lead. Analysis of the generator found the setscrew showed the hex head had been stripped and damage was present that was indicative of the torque wrench not being fully inserted when tightening the setscrew. One of the returned torque wrenches also showed damage indicating insufficient insertion. The other torque wrench showed no damage. The stripped setscrew is likely due to user error and resulted in the difficulty torquing the setscrew.

Event description:
It was reported that during the patient's vns implant surgery, the setscrew would torque to secure the lead pin. The screw would reportedly turn but not tighten. When the physician attempted to remove and re-insert the lead pin, he was unable to remove the lead pin. An accessory pack was opened in order to use a different torque wrench, however, this was also unsuccessful. The surgeon attempted to remove the lead pin again however the lead fractured as a result of the attempt. The physician then removed the components causing the issues and implanted a different vns lead and generator without issue. The vns generator, lead and the two torque wrenches involved with the issue have been returned and are currently undergoing analysis. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.